Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery depletes quickly. Additionally, it was reported that the pump does not always detect the insulin cartridge. There was no reported impact to customer's blood glucose. Customer declined to provide further information or receive a follow-up from tandem technical support.